Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after a pre-dilatation, the vision was delivered. However, when a pressure was applied, the balloon seemed to be ruptured at 2-3 atms. As the stent was not expanded much, the sds catheter was removed out of the pt with the implanted stent and no resistance was noted. It was replaced by another company's stent, which was deployed successfully. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Balloon rupture can be caused by a result of mechanical damage from stent; a stent crimped too low, mechanical damage from interaction with another device or anatomy, or blockage in lumen. The target lesion was mildly calcified and may have contributed to the balloon rupture. The exact cause is undetermined, but there is no indication of a quality issue. The finished device lot history record review did not reveal any non-conforming material reports that have been reported with this part/lot number combination.